Manufacturer narrative:
H10: the actual device was not available; however, a retained sample was evaluated. Functional testing was performed on the retained sample and the device met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a non-vented high-volume inlet disconnected from the drain which resulted in a leak. This was discovered during compounding. There was no patient involvement. No additional information is available.